Manufacturer narrative:
The product has been requested for investigation and a final report will be submitted once results are available.

Event description:
Customer reported a battery and port issue with their meter and stated as a result, they were unable to test and began experiencing symptoms of sweating and incoherent speech. Customer was seen at a local hospital, diagnosed with hypoglycemia and treated with an IV (solution unknown) and given orange juice and food. There was no report of death or permanent impairment associated with this case.